Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. It was reported that the complaint device was lost in transit. Therefore, the investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that the complaint rt200 breathing circuit caused the heater wire alarm on the humidifier. They further reported that upon changing the circuit the alarm stopped. Conclusion: without the complaint device, we are unable to determine what may have caused the reported problem. If the complaint device was received the resistance and continuity of the inspiratory and expiratory heater wires would have been checked with a calibrated multimeter. Based on previous investigations the heater wire may have become open circuit due to a break in the connection between the heater wire and one of the pins that crimps the heater wire. All rt200 adult dual-heated breathing circuits are electrically tested during production and those that fail are rejected. The user instructions that accompany the rt200 state: "check that the heater wire is evenly distributed along the circuit and not bunched or kinked", "set appropriate ventilator alarms." (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an rt200 adult dual-heated breathing circuit caused the humidifier to alarm. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that an rt200 adult dual-heated breathing circuit caused the humidifier to alarm. No patient consequence was reported.